Manufacturer narrative:
B4.date of this report 14 july 2025. G3.date received by the manufacturer? 14 july 2025. H6. Investigation findings updated to 3224.

Manufacturer narrative:
The user reported an event where the cgm showed results that are different from glucometer measurements.the user was asked to perform the sensor re-link and user re-linked the sensor successfully.upon additional monitoring, there was better agreement in bg/sg values after the sensor re-link.

Event description:
On 15 april 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.